Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations of noise and decreased r-wave measurements. Analysis could not determine whether a perforation or microdislodgement had occurred.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitive device produced an alert in the device for noise on the rv channel. Impedance and threshold measurements were good, with a decrease in r-wave measurements noted. An x-ray was performed and a perforation was suspected. The following day, another physician attempted to reposition the lead, without success. The lead was explanted and replaced with a competitive lead. The second physician did not believe a perforation had occurred, but rather a microdislodgement. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.